Manufacturer narrative:
Device evaluated by MFR.: the unit was returned in a generic plastic bag. The unit returned had the tip peeled, as part of overall visual revision. The returned guidewire had the distal tip damaged; the polymer tip was peeled. The separated section of polymer remained attached to the guidewire. Near the damaged area, the guidewire was bent. No more damages were found on the device. Some pictures with more details were captured to the damaged area found in the distal section of the guidewire. The overall length and the outer diameter of distal tip could not be performed due to device condition (polymer tip peeled). The outer diamter of middle and proximal sections of the device were within specifications.

Event description:
It was reported that coating issue occurred. The target lesion was located in the brachial vein. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during the procedure, it was noted that the coating on the tip of the wire came off. The wire piece was completely removed after the patient was sent for surgery and have an open procedure. No further patient complications were reported.

Event description:
It was reported that coating issue occurred. The target lesion was located in the brachial vein. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during the procedure, it was noted that the coating on the tip of the wire came off. The wire piece was completely removed after the patient was sent for surgery and have an open procedure. No further patient complications were reported.